Event description:
When md pulled the wire and line back to reposition the catheter, the catheter separated. The distal portion of the catheter (approx 17cm) was left in the pt. Special procedure intervention required to retrieve catheter.